Event description:
It was reported to philips that the etco2 module was faulty and required replacement. Upon further clarification from the engineer, it was determined that the co2 failed to calibrate. There was no patient involvement.